Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-04156. It was reported during the patients lead replacement procedure on (B)(6) 2020 (related manufacturer reference number: 1627487-2020-03579 and 1627487-2020-03578) the new leads could not be replaced due to patient anatomy. The procedure was abandoned.

Manufacturer narrative:
An abandoned procedure was reported to abbott. The physician could not implant due to scar tissue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.